Event description:
The handpiece head overheated during a tooth extraction procedure on #3 and #31 teeth and the patient received a thermal burn injury to the inside of their cheek. There has been a follow-up visit with the patient at the office and the injury is reported to have healed normally without need for additional medical treatment.